Manufacturer narrative:
(B)(4). Internal file number: (B)(4). The device was not returned for evaluation. The reported patient effect(s) of angina, myocardial infarction, and thrombosis are listed in the xience proa everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, additional information was received: the patient went into ventricular fibrillation and defibrillation was performed. No additional information was provided.

Manufacturer narrative:
(B)(4). Internal file number -(B)(4) : during processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date . The xience proa is currently not commercially available in the u.s; however, it is similar to a device sold in the u.s. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a 100% stenosed, total occluded, and non-calcified lesion in the proximal left anterior descending artery. A 3.5x28mm xience proa stent was deployed successfully without issues per the instructions for use; however, 30 minutes post-deployment the patient experienced angina, st-segment-elevation, and signs of a myocardial infarction. An angiogram was performed and confirmed in-stent thrombosis. Percutaneous transluminal coronary angioplasty was performed and antiplatelet therapy was administered to treat the thrombosis. Additionally, defibrillation was required. There was no clinically significant delay in the procedure. No additional information was provided.